Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported dark screen which was reproduced. Evaluation confirmed half the display is showing a white screen. The cause was determined to be failed liquid crystal display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found a low pump audio. The cause was identified loosed speaker on rear case. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a dark screen. There was no patient involvement. No additional information is available.